Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received a supplemental report will be submitted. (B)(4).

Event description:
Report was received from the USA stating that the device was overheating during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of the event is unk. There was no add'l info provided.